Manufacturer narrative:
The engineering evaluation the revision reported in experience (B)(4) was likely the result of an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the explants were not available for evaluation. Section h11: corrections made in the following section(s): (section f) f6 and f8 were entered in error. Please disregard.

Manufacturer narrative:
Pending evaluation.

Event description:
The patient complained of pain in right knee. The surgeon performed I&d of right knee, noting tibial component was loose. Removed tibial component and replaced with an optetrak logic fit tibial tray size 4f/4t, an optetrak logic 14x40mm stem and a size 4 18mm optetrak ps tibial insert. Range of motion was deemed adequate after components were implanted and surgery finished and deemed successful. Patient stable leaving the operating room.